Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in canada review of the most recent repair record determined the ratchet gear was stuck and the comb was bent. The comb, shoulder bolts, and ratchet handle were replaced to resolve the reported issue. Review of the device history record identified no related deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. Able to confirm reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported an unknown time, on an unknown date, the device's rachet mechanism was not working, it was broken. During investigation it was found that ratchet gear was stuck and the comb was damaged. There was no note of patient impact or delay. Due diligence is completed, no further information is available.